Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as tough contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. One day after the onset of peritonitis, the patient was hospitalized. The treatment for this event was not reported. At the time of this report, the patient was not recovered from peritonitis. The pd therapy was discontinued. No additional information is available.